Manufacturer narrative:
Customer stated batches m2200191 and m2200215 appeared to be contaminated. Every tested sample is became positive during testing. Actions already taken by customer: complete disinfection of lab. Change filters in hood. Uses new consumables. Chance pipettes. Run the test on 4 different thermocyclers (2 mygopros 2 quants). Do a run in another location. On the same day, did a run with the old kit of ours and generate valid results. Manufacturer reached out to customer and field applications team were able to work with customer site to perform investigational testing on 12th may, using new units from the same lots. Investigation concluded that customer had contaminated kit solutions with positive control material. No further investigation was performed. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer states batch m220191 and m2200215 maybe seems to be contaminated. Every tested sample is becoming positive. Actions already taken by customer: complete disinfection of lab. Change filters in hood. Uses new consumables. Changed pipettes. Run the test on 4 different thermocyclers (2 mygopros 2 quants). Do a run in another location. On the same day, did a run with the old kit of ours and generate valid results.